Event description:
1. Arterial blood specimen was collected in lab from an outpt transplant pt. 2. Specimen was immediately delivered to the phlebotomy dept. (Not placed ice). 3. Phlebotomist noticed a bubble at the end of the sims portex adg collection syringe (with filter tip attached) and proceded to express the bubble out by pushing on the plunger. 4. Suddenly, the specimen ejected from the syringe tip in a mist, splattering on the ceiling (9'10") above and on a coworker. 5. Coworker was exposed to hep b and hep c. 6. There were previous incidents where the end cap came off receiving blood.